Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a blurry image issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Mfg report reference #9610595-2026-04908-00 was sent in error as this malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.